Manufacturer narrative:
The complaint sample was received incomplete (no removable nose) at viant for evaluation and the reported event was confirmed. The weld adjoining the metal handle and the offset cup impactor (oci) body was fractured all around. There were several impactions observed on the impaction plate, as intended. There were some off-axis impactions observed on the metal handle which are not consistent with intended use and likely contributed to the breakage. There were many off-axis impactions observed on the other end of the device, near the removable nose where the implant is fixed to the impactor. These impactions caused severe deformation all over this area of the device and also likely contributed to the observed handle/oci body weld fracture as these impactions are also not consistent with intended use. There were other signs of unintended use and many signs of wear observed throughout the complaint sample, which was etched per applicable drawings. In conclusion, the reported event is confirmed and is attributed to wear and unintended use. Updated: d10, h3 and h6 (method, result and conclusion codes) based upon receipt and subsequent investigation of the complaint sample.

Manufacturer narrative:
The complaint sample has not yet been received for evaluation. Once the device is received and the investigation is completed, a follow-up medwatch 3500a emdr will be submitted. (B)(4).

Event description:
It was reported during an unknown procedure that the spot where the handle is welded to the frame of the offset cup impactor handle has become loose. No adverse events nor patient consequence were reported as a result of the malfunction.